Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml at 409 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had a magnetic resonance imaging procedure (MRI) the night before (on (B)(6) 2020). The pump was interrogated on the day of the report ((B)(6) 2020) and the logs showed a motor stall occurred. The hcp re-checked the logs and noted a recovery occurred the same date and time they interrogated the pump. The patient did not hear an alarm. Telemetry state was discussed.